Event description:
Information received from the field notes that a trans- telephonic check showed no pacing, although the programmed rate of the device was 70 ppm. The patient's intrinsic rate was about 67 bpm. At an office visit, the device could not be interrogated and there was no magnet response.